Event description:
It was reported that the patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2007. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2010. The patient experienced multiple complications, including erosion, formation of scar tissue, pain, urinary problems, recurrence, dyspareunia, vaginal scarring, additional surgeries and neurologic compromise to her structures and tissues. It was reported that patient experienced mesh erosion, vaginal pain and dyspareunia and underwent excision of mesh vaginally on (B)(6) 2012. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.